Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape button dome switch. No button error alarm. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with broken reservoir tube lip. The insulin pump was received with broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the escape button appeared to be stuck. Customer also reported the insulin pump was beeping and vibrating nonstop. It was also found the insulin pump was resetting itself, even when the battery was replaced. The customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.